Event description:
The facility's pharmacist reported to baxter (B)(4) that when disconnecting a dehp-free solution administration set from a 3-way stopcock, the distal luer broke off into the stopcock. There was a patient involved, but there was no report of patient injury or medical intervention in association with this event. There is no additional information available at this time.

Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. A batch review could not be completed as the lot number was not provided by the customer. The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.